Event description:
It was reported that customer experienced continuous glucose monitor error and wanted to document situation, but pump was functioning normally after customer action. There was no reported impact to the customer¿s blood glucose level. Customer reset pump independently, confirmed system was working properly, and no further action or support was requested.